Event description:
During the procedure, a break occurred in the catheter. The catheter was introduced via femoral venous way and placed in the coronary sinus without difficulty. During introduction of the second catheter, x-ray showed discontinuity of the catheter. Upon removal of the device, a separation was noted between the body of the catheter and the distal part, with exposure of the copper conductors noted. There were no patient consequences. The piece is retained by the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported fracture remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f, quadripolar, crd, supreme ep catheter was received for evaluation. Visual inspection revealed the shaft of the catheter shaft was fractured at the gray/black shaft bond joint exposing internal wires. The appropriate personnel have been notified of this event and the issue will continue to be trended.